Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer current blood glucose level was 510 mg/dl. Customer currently having high blood glucose but only started using the pump yesterday. Customer had not been using insulin pump system within 48 hours current of reported high blood glucose event. It was unknown that auto mode feature was active at the time of high blood glucose eve customer was assisted with troubleshooting for high blood glucose. The device will not be returned for analysis.